Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was a two (2) hour warm-up session in the middle of a sensor session. No additional patient or event information is available. Data was provided for evaluation. The reported event was confirmed via data. The root cause could not be determined. The complaint states the patient experienced an . Data was returned and evaluated. Product was not returned. The reported error alert was confirmed via data. The root cause could not be determined.